Manufacturer narrative:
There were no data files for this report. The report is a general complaint filed by the hosp following an increased observance of incorrect weight alarms across many if not all of the ICU prismaflex machines. The reporter associated an escalation of these weight alarms with the field correction of pump modification for the blood and heparin syringe pumps. There were several complaints observed during pt treatment that resulted in blood loss, but were considered to have resulted in pt injury or illness. Concern has been expressed that the increased weight alarms present a potential of treatment interruption and subsequent issues of risk to pt. New scales were installed, but they did not seem to remediate the load cell stability. The ICU was located on the 12th floor, and there was note of floor vibration in several locations within the unit. Also, construction was observed, near door to hosp that may have contributed to the incident.